Event description:
It was reported that the lead was opened but not implanted due to the physician's concern that the lead tip was bent or canted . A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. The tip of the lead was bent/distorted. The defibrillation conductor was distorted near the tip.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.